Event description:
It was reported the disposable was obstructed, was verified when trying to add 0.9 percent saline solution. No harm or injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No problems or issues were identified during this device history record (DHR) review. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.